Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). There has not been any changes in her diet or exercise. There are no test strips available to perform any blood test.

Manufacturer narrative:
(B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was reviewed for previous test result history (date / time not set): 130mg/dl (B)(6) 2016 08:06 am fasting: yes, 125mg/dl (B)(6) 2016 06:40 am fasting: yes, 123mg/dl (B)(6) 2016 08:20 am fasting: yes, 125mg/dl (B)(6) 2016 06:38 am fasting: yes, 134mg/dl (B)(6) 2016 04:54 pm fasting: yes. There has not been any changes in her diet or exercise. There are no test strips available to perform any blood test.